Manufacturer narrative:
(B)(4). Date sent: 08/22/2016. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, within ten minutes, the tissue pad was removed from the jaw. Collected the tissue pad from the abdomen and completed the surgery by another device. There were no adverse consequences for the patient reported.